Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The pain resolved without sequelae on (B)(6) 2018. It was specified that the event was possibly related to the device or therapy and was specifically due to programming and stimulation. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was noted that the battery depletion was normal. There was no appointment with the patient for follow-up of the event. As of (B)(6) 2017, there was no follow-up appointment and no x-rays. The device diagnosis was not applicable and the clinical diagnosis was a lack of pain coverage. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that they were implanted with spinal cord stimulation for back pain and it had not relieved their target pain since it was implanted. Patient said it helped a little at first, but not much. Patient was in constant pain regardless of their activity level. Patient felt pain in the middle of their back at the waistline, so they use heating pad. Patient said the pain might have worsened after a fall. Patient had vertigo, which is unrelated to device or therapy which "knocked her clean across the room". Patient ended up with their back against the cabinet. Patient was badly bruised and could not get around for a while. Patient did not have the spinal cord stimulation system checked after the fall. Patient had an appointment to see the healthcare professional on (B)(6) 2018 but may contact them earlier regarding the pain and to have the system assessed after the fall. Patient mentioned they have two back surgeries prior to having the spinal cord stimulation implanted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient stated that they fell and the spinal cord stimulation (scs) device did not provide the coverage as prior to the fall. The patient reported the fall with less coverage of scs on (B)(6) 2017. The battery was dead when a manufacturer representative tried to check it. An x-ray was ordered, but there was no evidence that it had been done. There was no appointment with the patient for follow-up of the event. The hcp called for the patient and left a message for the patient to call the research site. The patient called back and was to make an appointment to see the physician. The patient stated that she did have the x-ray to check the lead positions. The event was ongoing, pending follow-up with the physician. No action was taken. The device diagnosis was coverage not as good after a fall by the patient, and the clinical diagnosis was a patient fall. The etiology was possibly related to the device or therapy, specifically to the fall by the patient with less pain coverage. The etiology was not related to the implant procedure.